Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the atrial fibrillation was resolved the day following onset.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of a 26mm transcatheter bioprosthetic valve, a pre-dilation with a 20 millimeter (mm) non-medtronic balloon was performed. The valve was loaded once. During fluoroscopic inspection of the valve load, a crown overlap was observed up to the 4th node in the valve frame. Despite the misload, the delivery catheter system was inserted into the patient. The delivery catheter system (dcs) was accessed via a site vessel with a minimal lumen diameter of 5 millimeters (mm). Upon assessment of valve placement during the first deployment attempt a clear infold was noted in the valve frame. The valve was recaptured and the dcs was repositioned. Positioning difficulty was encountered due to the severe calcification of the native valve. Assessment of the valve placement after the second deployment showed the infold remained. The valve was recaptured and the dcs was withdrawn from the patient. The same valve was loaded onto a new dcs. One load was performed and was confirmed via visual, tactile, and fluoroscopic inspection. The dcs was then inserted into the patient. Again, an infold of two nodes was visible upon the first attempt at positioning. The dcs was completely withdrawn from the patient. Heavy annular calcification was reported to have contributed to the infolds. As reported, multiple partial and full recaptures of the valve occurred due to difficult positioning in context of severe calcification of native valve leaflets. A ¿pre-implant¿ balloon aortic valvuloplasty was then performed. A new transcatheter bioprosthetic valve was loaded onto a third dcs and inserted into the patient. The valve was recaptured once for positioning and then fully deployed. Following the valve implant there was no aortic regurgitation, no transvalvular gradient and the coronary ostia were clear with suitable circulation. Echocardiography confirmed no pericardial effusion. Also during the procedure, manual compression of the access site was required due to ¿minor¿ post-operative bleeding of the puncture site. As reported, this bleeding was reported with a probable relationship to the delivery catheter systems (dcs) and causal to the procedure. Non-medtronic closure devices were used for access site closure. There were no issues with the three dcs, however, the physician was unable to discern which of the 3 dcs was responsible for the bleeding. As reported, the issue stemmed from the anatomy of the patient¿s valve. The bleeding had resolved the same day. The patient was transferred to the cardiac intensive care unit (ICU) in stable circulatory condition. On the day of the implant procedure, an electrocardiogram was performed and showed a new left bundle branch block (lbbb), atrial fibrillation (afib) and first degree atrio-ventricular block (avb). No treatment was provided for the lbbb and avb. Oral medication was altered for the afib. No additional adverse patient effects were reported.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolutpro-26 (serial # (B)(6) ). Continuation of d10 concomitant products: product ID envpro-16; product lot/serial number (B)(6); product type: delivery system; implant date n/a; explant date n/a product ID envpro-16; product lot/serial number (B)(6); product type: delivery system; implant date n/a; explant date n/a product ID envpro-16; product lot/serial number (B)(6); product type: delivery system; implant date n/a; explant date n/a product ID l-envpro-16 product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a product ID l-envpro-16 product lot/serial number (B)(6); product type: loading system; implant date n/a; explant date n/a product analysis: active valve: the active valve remains implanted, therefore no product analysis can be performed on this valve. Attempted valve: the initial, attempted valve was returned. This attempted valve was received at the delivery catheter system (dcs) analysis laboratory loaded inside the dcs. The valve was removed from the dcs placed and submerged in clear 0.2% glutaraldehyde and forwarded to the valve analysis laboratory inside an explant kit. Upon receipt, the valve appeared to be in a crimped dehydrated state, likely which resulted from the valve having been in the loaded position for an unknown duration. All leaflets were dehydrated and stiff with evidence of severe creasing. The condition likely attributed to the valve being crimped and loaded inside the delivery system for an unknown amount of time. All leaflets were in a partially closed position with a large gap at the point of coaptation. All commissures appeared dehydrated and intact. The valve was submerged in warm saline in an attempt to reset the frame. The valve maintained a compressed state. Due to the condition of the returned valve, a deployment simulation was not performed. Conclusion: active valve: conduction disturbances, such as left bundle branch block (lbbb) and atrio-ventricular block (avb), are known potential adverse effects per the device instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause of these conduction disturbances could not be determined from the information available. No treatment was provided for the lbbb and avb. Atrial fibrillation is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. Oral medication was altered for the atrial fibrillation and no additional adverse patient effects were reported. There was no information to suggest a device quality deficiency that may have caused or contributed to this event with this product. This event did not allege a misuse or malfunction of this device had occurred. Attempted valve: images were submitted to medtronic for review. During the first fluoroscopic check the team correctly identified a misload but made the decision to insert the system into the patient and deploy the valve. The correct procedure would have been to discard the system and choose a new one. The infold during the first deployment was the consequence of an off-label use of the device and of severe annular calcification. The second infold, after the first recapture and second deployment was a consequence of an off-label use of the device and of severe annular calcification. Once an infold is observed the system should be withdrawn and discarded. However, the same valve was loaded into a new system, which was an off-label use of the system. Following this load, a good load was confirmed by a fluoroscopic check. The valve was deployed and an infold was observed. The potential reason of the infold was the off-label use of the device and severe aortic calcification. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, a misload during the first load was identified via fluoroscopy, but the loaded valve was still deployed. The valve was recaptured and deployed a second time which also resulted in an infold. The valve was then recaptured and withdrawn from the patient. The same valve was loaded onto a new dcs and was confirmed via visual, tactile, and fluoroscopic inspection. This third deployment attempt of the same valve resulted in an infold as well. The dcs was completely withdrawn from the patient. With the information available, the root cause for the infolding was a user-related issue. In addition, the severe annular calcification was a contributing cause. There was no information to suggest a device quality deficiency that may have caused or contributed to this. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. This report was submitted as part of a retrospective review and remediation per (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.